Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a hole in the drip chamber housing in the upstream parts. Functional tests were performed including clear passage and pressure testing which revealed a leak in the affected area. The reported condition was verified. The cause of the condition was due to a manufacturing related issue during the component sealing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set was leaking from an unspecified location. The leak was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.